Event description:
The customer reported that during an hiv-1 p24 antigen assay, the barcode at position ab was duplicated at position b8. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-02568-06.